Manufacturer narrative:
The medical device problem code was updated. The investigation determined the event was due to a preanalytical sample handling issue.

Manufacturer narrative:
The hcg + b reagent lot number is 664363. The expiration date was not provided. The field application specialist (fas) checked the quality of the sample and did not identify any issues. Precision testing and a carryover study were performed with acceptable results. The fas cleaned the probes, the rinse station, and the prewash area. Liquid flow cleaning (lfc) and measuring cell (mc) preparation was also performed. The field service engineer (fse) checked the sample probe alignment and flushed relevant parts. The fse replaced the sipper nozzle. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+beta (hcg + b) on a cobas 6000 e 601 module. The initial result was 0.48 miu/ml. This result was reported outside of the laboratory where it was questioned by the doctor as the patient is pregnant. The repeat result was 1748 miu/ml.